Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had impedance issues and was discovered to be fractured. The pacemaker was programmed to aai pacing to turn off the rv lead. No adverse patient effects were reported.